Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01653. (B)(4).

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2011. Per a report from CT (computed tomography): "there is an inferior vena caval filter with the tip approximately 25 mm inferior to the right renal vein. There is approximately 15 [degrees] right postero-lateral tilting of the filter with the apex of the filter touching the inferior vena caval wall. Fractured or bent strut is not identified. There is approximately 3-4 mm distal perforation of an anterior strut."